Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured at 45 centimeters from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement of greater than 2500 ohms for the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d). A revision procedure was performed where the physician noted that he saw something on fluoroscopy that was distal to the suture sleeve. The physician suspected a fracture, however could not conclusively determine a fracture on the fluoroscopy image. Subsequently the lv lead and crt-d were explanted. No additional adverse patient effects were reported.